Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported partial stent deployment and the stent elongation appears to be related to the circumstances of the procedure.

Event description:
It was reported the procedure was to treat a lesion in the left common femoral artery. The vessel diameter was 6.5 mm. A 6fr introducer sheath was used for access. Atherectomy was used. Pre-dilatation was performed with an unspecified 6.0mm non-abbott balloon dilatation catheter. The 6.5 x 100 mm supera self-expanding stent (sess) was advanced in the patient anatomy, however during deployment the stent elongated; partially deployed inside the patient and partially inside the sheath. The sess was removed along with the partially expanded stent, without issue. There was no resistance during deployment or during removal. The procedure was aborted. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.